Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/72 years of age. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿prevalence of atrial fibrillation with insertable cardiac monitors in cryptogenic stroke: a single-center experience.¿ https://doi.org/10.1016/j.jelectrocard.2018.08.033. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were two (2) patients whose icm had ¿migrated¿ or ¿fell out.¿ the status of the icms is unknown. Further follow up did not yet yield any additional relevant information regarding the event. No further patient complications have been reported as a result of this event.